Event description:
It was reported the recharge interval was calculated and on the longevity calculator. The patient was having concerns on how long the recharging session was taking. The patient reported during recharging sessions it¿s very painful and they don¿t know whether it¿s because battery pack is close to skin or not. The patient¿s doctor has decided to remove the patient devices, one is located under their left arm pit and the other is above their right lower hip. The device above their right lower hip is sticking out considerably and is noticeable on the patient¿s rib cage. The patient has been having problems since both devices were implanted and despite being programmed several times could not resolve the problems. The patient stated the lower device ¿quit working¿ 3 or 4 years prior to report and it was confirmed by a manufacturer representative. The manufacturer representative was unable to communicate with the device to adjust or ¿do anything at all¿. The lower implant is causing them severe pain and never worked properly and is now not working at all. The lower device was stated to have ¿moved up on to the bottom of the rib cage¿, one inch from the center of their spine, which is compressing against their rib cage and spinal cord causing severe pain with any movement. The lower unit was reported to have worked for less than a year, but even though it worked, charging was difficult due the device being on their rib cage and ¿tilted at a pretty big angle¿. The charging was reported to be uncomfortable and was ¿torture¿ to do every 2-3 days for 5-6 hours. While charging the patient¿s skin would have a ¿blood red mark¿ and would be ¿burning like fire¿. Information was omitted pertaining to event (B)(4) regarding the patient¿s upper device and lead issues. See medwatch 5036804.

Event description:
Additional information received reported that there was a loss of therapy and the implantable neurostimulator (ins) stopped giving patient relief. There was also ins migration that caused pain in the rib and leg areas. The ins came out of the pocket to the surface of the skin, and it made it hard to charge. Since the ins migrated, recharging was painful. The patient was also charging more than expected. The patient was charging 3 times a week. The ins was explanted on (B)(6) 2014. The patient¿s other ins was also explanted because they were ¿wired together.¿ the healthcare provider (hcp) thought the wiring might have been the hcp¿s first time. The patient still had pain in the rib and leg after the device was removed.

Manufacturer narrative:
Concomitant medical products: product ID: 37702, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
It was reported that the t6-t9 implantable neurostimulator (ins) migrated from his lower back up to his ribcage near his ¿spinal cord.¿ the ins also stopped working completely. These problems all started about a year and a half after implant. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was not determined. Attempts at reprogramming failed. The patient developed new cervical and thoracic symptoms that were not imaged well with CT/myelgram and the patient needed an MRI. The patient felt that the stimulators were giving him minimal benefit and had them removed so he could have MRI's. The patient experienced a gradual loss of therapeutic effect. The patient did not experience a loss of stimulation. The patient recovered without permanent impairment.

Event description:
It was reported that the t6-t9 implantable neurostimulator (ins) migrated from his lower back up to his ribcage near his "spinal cord." The ins also stopped working completely and was removed on (B)(6) 2014 due to issues caused by the stimulator which was meant to cover t6-t9. These problems all started about a year and a half after implant. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Correction made to include sentence "and was removed on (B)(6) 2014 due to issues caused by the stimulator which was meant to cover t6-t9."